Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was implanted in 2005. In 2006, the pt returned and a stent thrombosis was discovered. No further info was reported. Additional info was requested.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure.